Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device rotations per minute (rpm's) were below manufacturing specifications and the vanes were worn causing the rpm's on the device to be below manufacturing specification. It was further determined that the device failed pre-test for rotational speed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the during device cleaning, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation, it was determined that the triggers on the motor device were sticking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.